Event description:
It was reported the pt's (netherlands) lead has rotated. The alleged movement was confirmed via x-ray. The pt has requested removal of the scs system. Specifics regarding the next course of action in this matter have not been disclosed.

Manufacturer narrative:
(B)(4) has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history.